Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The totally occluded, 2.6 mm x 32mm, eccentric target lesion was an area of restenosis containing a bend of between >45 and <90 degrees was located in the moderately calcified distal left anterior descending artery. Following pre-dilatation with a 2.5x20 non-bsc balloon catheter, a 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.